Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7047932, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) pocket site. Symptoms of pus and swelling were noted. The patient presented to the emergency department and was admitted as the surgical site was leaking since the implant procedure. The physician confirmed that the infection was device related and added that the patient had bariatric surgery that can predispose to infection. The patient underwent a spinal cord stimulator (scs) system explant procedure and was administered intravenous antibiotics. The explanted device components were discarded by the medical facility.